Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24july2019. The manufacturer¿s international service technician confirmed the reported issue and replaced the touchscreen assembly to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a touchscreen failure. There was no patient involvement.